Manufacturer narrative:
Upon reassessment of the report event, it was determined that MDR report was not filed under the correct MFR number. As a result, a reassessment has been completed and this event is currently being submitted under (B)(4). No further medwatch reports will be submitted under this report. Additional information in regards this event is provided under the MFR number provided above. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H10: added manufacturer narrative.

Event description:
It was determined that this MDR report was not filed under the correct MFR number. As a result, a reassessment has been completed and this event is currently being submitted under (B)(4)..

Manufacturer narrative:
(B)(4). Event date: not provided. PMA/510(k) number: k113753, k112160.

Event description:
It was reported that doctor suspected allergic reaction and implant ((B)(4)) was removed. Site was bone grafted. Tooth location 14.